Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2019 due to diabetic ketoacidosis and a high blood glucose level of 600 mg/dl. The customer's blood glucose level at the time of admission was in the range of 500 mg/dl. The customer experienced symptoms related to their high blood glucose such as nausea and vomiting. The customer was assisted in troubleshooting for high blood glucose. The customer was not alleging that the insulin pump was under delivering. She was treated with intravenous medication and insulin syringe. The insulin pump will not be returned for analysis.